Manufacturer narrative:
D4 (serial number), h4. D4 (serial number), h4.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the pumps usb port was damaged resulting in difficulties charging the pump. There was no reported impact to the customers blood glucose (bg) level. Reportedly, the customer will continue to use the pump and has an alternate method of insulin therapy available.